Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep), a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that various contacts were out at the time of the ins replacement. It was reported that the patient had multiple falls over the years, so the rep stated that perhaps that was why one lead pulled down to t12. The rep stated that the battery was in the right buttocks and ¿lose¿ so the patient stated they would flip it back and forth if it was sticking out. In the field asking for diagnostics or troubleshooting that was performed, the rep wrote, ¿mult imp checks in wens [wireless external neurostimulator] and switching ports and w ipg [implantable pulse generator].¿ the rep stated that it was discussed the leads were most likely fractured given the inconsistency of which the ¿contacts would be out¿ at each check, but the doctor chose for now to see how the patient did and perhaps revise the lads at a later date. The rep stated that the patient had an existing dead ins (previously reported) and also two leads they had said had been years since it worked. They stated that it seemed to cut on and off towards the end of its life. The rep stated that the patient was lost to ¿fu¿ and had never contacted the company or an hcp of the issue. The rep stated that they were implant at ¿u of c¿ and ¿an ipg repl vs poss while system repl was scheduled for today.¿ the rep stated that in the operating room, they tested impedances with the wens and they were all off inconsistently, despite wiping the tails and reinserting them. The rep noted that the other lead was at t8-10. The rep stated that the ins was flipped in the pocket and the lead ends originally behind the ins were all entangled. The rep stated, ¿checking imp back and forth wens to ipg continued to show varying imp off at each check.¿ the rep stated the hcp opted not to revise at this point and use what contacts they had within normal limits. The rep stated the hcp would come back at a later date to repl ace the leads at that time. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-. The rep indicated that the customer discarded the implantable neurostimulator (ins). They are working with the contacts that are available and the patient is happy with the coverage and pain relief. If it starts to cut in and off or they lose more contacts the healthcare professional (hcp) will replace the leads. No further complications were reported/are anticipated.